Event description:
Pt reported IV connector attached to the IV ext set 60" 0.2 micron flt, part of the connector stuck to the tubing. Lot# c00518 for the IV connector. IV connect inv plus touch start date: (B)(6) 2025. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided.